Event description:
Serious injury involving one person. Co rep informed of pt experiencing corneal ulcer in right eye on 09/14/1998. Lens model/water content; focus visitint/55%; lot number: 7749008; eye involved: right eye; refraction: myopia; total duration of use (in months) wearing modality: unk; number days lens worn: unk; last visit to doctor prior to symptoms: unk; lens care system used: unk; disinfecting system used: unk; was home-made saline used: no; days wore between cleaning and disinfecting: unk; days between cleaning and symptoms: unk; days between symptoms and calling dr: unk; self-treament by pt: unk; hand washing before lens manipulating: unk; ulcer location: peripheral; visual acuity before symptoms: 10/10; culture: positive in tears; results of corneal biopsy and/or scrapings: staphylococcus aureus; clinical diagnosis: corneal ulcer; treatment administered: topical antibiotic, type unknown. Prognosis: eye is healed.